Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one spacemaker preperitoneal distal balloon opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident states that the balloon would not inflate during a inguinal hernia repair procedure. Upon initial inspection, a cut was observed to penetrate the balloon. Due to the observed damage, the dissector balloon would not inflate properly. All other components were in proper working condition. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the hole in the balloon, the reported condition was confirmed. Subsequently, a review of complaint data revealed no trend for this condition. No enhancements or improvements were generated for the reported condition. Replication of the reported condition may occur as a result of either an inflated or deflated balloon making contact with a sharp object during use.

Manufacturer narrative:
(B)(4). A review of the device history record indicates this device lot number was released meeting all release specifications at the time of manufacture. A review of complaint data reveals no trend for a device related failure for this condition. (B)(4).

Event description:
According to the reporter during a unilateral inguinal hernia repair procedure the balloon was opened from the package and lubricant jelly applied to the balloon and inserted into the patient. When the surgeon attempted to inflate the balloon with the bulb the balloon would not inflate. The surgeon removed the balloon from the patient and was able to inflate it outside of the patient. The surgeon re-introduced the balloon into the patient and again attempted to inflate the balloon but again it failed to inflate. It was also reported that another device was readily available for the surgeon and it performed as intended. There was no impact on the patient and no delay in procedure time.